Event description:
As a result of an FDA audit observation received 1/20/1999, this event is being submitted as an MDR reportable event. Illiac artery rupture, dense adhesions. A female pt with a history of abdominal/retroperitonal liposarcoma received seprafilm following a third resection of tumor in the ilio-inguinal-pelvic area. Approximately two weeks later, the pt had emergency surgery for a ruptured iliac artery. At the time of the re-operation dense adhesions were found. The event was considered not related to seprafilm by the reporting physician. The pt underwent emergency surgery as a result of the ruptured iliac artery, which is not related to the use of seprafilm. During the surgery dense adhesions were noted. The reporting physician stated that in his opinion the dense adhesions were not related to the use of seprafilem. Genzyme's medical director agreed as excessive bleeding into the abdominal cavity is known to cause adhesions. Seprafilm is a temporary barrier intended to reduce the incidence, extent, and severity of postoperative adhesions.